Event description:
The left side lead (electrodes 0-7) were all measuring greater than 10 ,000 ohms. The right side (electrodes 8-15) all averaged about 600 ohms. The patient reported recharging more often, and the recharging diary was reviewed and showed that the charge capacity was normal. It was reviewed that aging batteries need more frequent recharging. The patient's eri (elective replacement indicator) is expected to be in (B)(6) 2021. The patient was programmed to 5.4 volts with a pulse width of 900 microseconds, and a rate of 60 hertz. The patient was able to get good therapy with adjustments, and decreasing amplitude to 3.5 volts which gave the patient a longer duration in recharge frequency. It was noted that due to the patient's age, they may consider replacing the implantable neurostimulator early in (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on january 4, 2020. It was reported that the 0-7 lead was broken and had out of range (oor) impedances. The lead was removed and returned for analysis.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2021-(B)(6) 10:03:52 cst pli# 10 product ID# 3778-45 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken; {x} cm from the {distal/proximal} end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) . It was reported that the patient's stimulation was not covering her right side like it was. The patient said she had not fallen or had any abrupt actions that could contribute to her lead not working. An impedance test was done and found that all the electrodes in her right side lead were out of range, over 10,000. The rep was able to reprogram the patients left side lead to cover some of her painful areas on both her right and left side. The issue was resolved. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.